Event description:
Circuit came disconnected at pt end. Complaint from staff was unit did not alarm at desk (thru nurse call system). Original circuit had been thrown away before biomed was notified. Setting are what they were when biomed got unit. Biomed did perform a vent check according to operators manual and tried external alarms. Vent and alarms checked out accordingly. No allegations of vent causing pt harm.